Event description:
The customer reported that they received a red blood cell (rbc) unit back from the hospital they had shipped it to because the unit was hemolyzed. The customer stated that there wasn't any appearance of hemolysis during the collection or post collection. The segments were tested by the customer and hemolysis was confirmed. The full patient identifier is (B)(6).terumo bct is awaiting the return of the disposable set for evaluation. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for death or injury occurred.

Manufacturer narrative:
Investigation: the run data file was analyzed for this event. The analysis of the run data file did not find a conclusive cause for the reported hemolysis in the rbc product. No unusual process variable was identified and the signals in the run data file indicate that the trima accel system operated as intended. Based on the available information, it cannot be ruled out that a process error may have contributed to the reported hemolysis. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The rbc bag and segments were returned for investigation. The unit was shipped overnight directly on ice. Upon visual inspection, no issues were noted with the portion of the disposable set that was returned. Hemolysis testing was performed on the unit and it was found to have 0.87% hemolysis. Root cause: a definitive root cause could not be determined. The analysis of the run data file did not find a conclusive cause for the reported hemolysis in the rbc product. Based on the available information, it is likely that the low level of hemolysis in the unit was due to process in and/or storage of the unit.